Event description:
When the device was opened it was not sealed properly in the package, resulting in the device falling to the floor. A alternate device was available for use. There was no adverse consequence to any pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Summary of evaluation: evaluation results verify the complaint, and that this event is associated with a packaging deficiency relating to time. Corrective action was implemented to repackage all extension stems still packaged in pouches.